Event description:
It was reported that the patient presented with a inflatable penile prosthesis (ipp) that was not functioning properly resulting in surgical intervention at a later date. Upon explant, a crack was identified in the left cylinder connecting tube with no cause identified. The pump was explanted and replaced with a new ipp pump. No patient complications were reported.

Event description:
It was reported that the patient presented with a inflatable penile prosthesis (ipp) that was not functioning properly resulting in surgical intervention at a later date. Upon explant, a crack was identified in the left cylinder connecting tube with no cause identified. The pump was explanted and replaced with a new ipp pump. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned pump underwent a thorough analysis. The ipp pump was visually and microscopically inspected and there were no leaks found. Functional testing was unable to be performed because contamination was found within the pump. The tubing to the pump was not returned for analysis. Based on the information available and analysis results, the testing was unable to confirm the allegations; therefore, a conclusion code of cause not established was chosen.